Manufacturer narrative:
We have received the complaint device for evaluation and the reported incident was confirmed. When the blades were retracted, one of the blades was observed protruding out of the retainer slot and did not sit properly in the slot. The blade was misaligned preventing it from properly inserting into its retainer slot. The root cause of this issue was determined to be centering hoop to wire welding error along with operator adjustment error. During the welding process, this centering hoop was likely not properly aligned against its retainer slot. The blade process includes manual manipulation of each blade by the operator. Operator errors are possible due to the manual nature of the adjustments. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. A corrective and preventive action (CAPA) has been opened to address this issue.

Event description:
It was reported that a lemaitre valvulotome was defective when removed from the sterile packaging. The anterior cone could not be completely pulled into the shaft and a knife blade protruded into the vascular lumen. There was no injury reported for this issue.